Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home and came into the emergency department on (B)(6) 2024. They presented with respiratory arrest and pulseless electrical activity (pea). Log files were submitted for review. The log file captured low flow alarms on (B)(6) 2024 at 09:50. The log continued to capture multiple intermittent low flow alarms all throughout the log file. It was noted that the flow was averaging 1.3 to 2.4 during these events. Based on the visible data, the mechanical circulatory support (mcs) equipment was operating as intended. The cause of the low flow alarms had not yet been identified. The patient passed away on (B)(6) 2024. The cause, whether the death was considered device related, and if the device operated as expected was still under investigation.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action on the heartmate lvas kits and heartmate standalone outflow grafts related to extrinsic outflow graft obstruction (eogo). Abbott performed a comprehensive investigation and it was determined that this product event is impacted. Despite the potential for eogo, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential for eogo to occur. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic obstruction of the outflow graft which could have contributed to the reported low flow alarms observed; however, a specific cause for the observed outflow graft obstruction and the duration for which it was present could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome cannot be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The pump and outflow graft were encapsulated in tissue. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The apical cuff was returned, properly engaged with the cuff lock. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. An additional material was wrapped around the distal end of the outflow graft. Upon removal of the bend relief, a crease in the graft material was observed. An accumulation of yellow tissue was observed in the space between the graft and the bend relief, filling into the creased area, suggesting that the deformation was present for an undetermined amount of time while (B)(6) was supporting the patient. These findings are consistent with extrinsic outflow graft obstruction during support and likely contributed to the low flow alarms captured in the submitted log files. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.